Event description:
A malfunction with the pump was reported by the caller, but no notable events preceded it. There was no adverse impact on the customer's blood glucose level. The malfunction code was resettable, and cts provided reset instructions, assisting the caller in performing a reset. After the reset, the malfunction code did not recur, and the customer was advised that they could continue to use the pump. They were also instructed to call back if the malfunction code reappeared, which they acknowledged and understood.